Event description:
Mom called in to inform us that one of the cadd solis IV pumps that they use to deliver tpn to her son, had two days recently where the bag ran completely dry, even though there is 100 ml overflow. Phs has had multiple similar complaints from other families recently regarding overdelivery of tpn to the patient. Pump has a plus/minus 6 percent error rate, but the pumps with complaints have all been verified as having an overdelivery near 15 percent. Pump was brought back to the office for further testing and evaluation and biomedical department verified the complaint and will be sending the IV pump back in to the manufacturer for repair.